Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The pliers attachment shows heavier signs of use, deeper scratches in the surface, heavier damage to the shrink tubing and very heavy wear on the inside of the serrations. (Note: the presented pliers attachments look as if a material with the same or higher hardness was often clamped, this is indicated by the wear and partially deformed tooth tips). The following is classified as overload. The rivet was broken off due to overstressing of the jaw. The damage on the jaw surface suggests that harder objects have been gripped here. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline device. According to the information received, the inner core of click line kelly dissecting and grasping forceps, which the rivet fall out during operation. No patient harm was reported. No additional information provided.